Event description:
It was reported that the lead integrity alert (lia) triggered, and the lead exhibited varying impedances, high thresholds, and oversensing. Further examination revealed twiddler's syndrome. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. The helix was fractured, and tissue was found on the helix. The defib conductor was distorted, and the outer insulation exhibited a cosmetic depression. Blood was found in/on the helix/lobe mechanism.